Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. This caused internal damage and the device could not be interrogated. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shocks. The field representative tried to interrogate the device however, it was unsuccessful. A magnet was placed over the device and there were no tones. A chest x-ray was performed, and confirmed the patient has twiddlers syndrome and the electrode was all the way back to the device pocket. The system was extracted completely, and the patient will not be reimplanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shocks. The field representative tried to interrogate the device however, it was unsuccessful. A magnet was placed over the device and there were no tones. A chest x-ray was performed, and confirmed the patient has twiddlers syndrome and the electrode was all the way back to the device pocket. The system was extracted completely, and the patient will not be reimplanted at this time. No additional adverse patient effects were reported.